Event description:
Related manufacturer reference number: 2017865-2022-51110. It was reported the patient presented to the hospital. Upon interrogation it was discovered the atrial lead exhibited loss of capture and undersensing. The right ventricular lead exhibited a failure to capture and was oversensing far p waves which resulted in an inappropriate shock. X-ray confirmed the atrial and right ventricular lead had dislodged. While attempting to reposition the atrial lead, the helix would not extend properly. While attempting to reposition the right ventricular lead, the helix would not extend properly. The atrial and right ventricular leads were explanted and replaced. The patient was discharged following the procedure.

Manufacturer narrative:
The reported events of loss of capture, undersensing, and dislodgement were not confirmed while the event of helix extension issue was confirmed. A complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. Electrical, helix, visual, and x-ray assessments were normal with no anomalies found.